Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 12-dec-2022, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant potassium result of >9.0 g/dl on a patient. There was no patient information available at the time of this report. Method: I-stat. Date: (B)(6) 2022. Time: 11:48. Potassium. Lab: >9.0 mmol/l. Date: (B)(6) 2022. Time: ni. Lab: normal (result not provided). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 27-mar-2023. A review of the device history record (DHR) confirmed that the lot passed finished goods release criteria. Retained cartridge testing met the applicable acceptance criteria as outlined in appendix 1 of q04.01.003 rev.: ak (product complaint level 2 and level 3 investigation procedure). A deficiency has not been determined for the lot.

Event description:
Na.